Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to hyperglycemia and diabetic ketoacidosis on (B)(6) 2020. The customer¿s blood glucose level was 589 mg/dl at time of incident. The customer assisted with troubleshooting. The customer was treated with insulin drip and manual injection. The customer stated that the symptoms related to high blood glucose such as nausea, vomiting, abdominal pain, difficulty in breathing and positive results in ketones test. Customer reported that insulin pump system was not in use within 48 hours of reported high blood glucose event. Customer stated that the auto mode feature was not active at time of high blood glucose event. Customer did not allege insulin pump was under delivering. Customer stated that they went into diabetic ketoacidosis because the reservoir was fell out of the insulin pump. The reservoir compartment was cracked. Infusion set cannula was bent. The device will not be returned for analysis.